Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was unknown mg/dl. There are three cracks on the customer's insulin pump, one from the body that comes from the top right hand corner and two that look to be on the plastic face of the insulin pump. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window, and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.